Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found few no disposable error occurred in between events staring & stop mode. However, the no disposable message occurred after more than 24hrs of infusion started. Investigation performed visual inspection on occlusion sensors and found dented on cassette detection pad and then performed occlusion testing. The customer reported problem could not be duplicated. However, investigator replaced the pump downstream occlusion sensor as preventive measures. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd legacy 6500 pump alarming high pressure and no disposable clamp tubing. This was reported by mother, who works with patient. Unknown medication being infused in pump. No patient adverse events reported.